Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with unspecified mentor saline breast prostheses is feeling pain and burning in her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the event date is (B)(6) 2018. The patient date of birth is (B)(6) 1961. The patient age at the time of event is 57 years old. The patient underwent a breast augmentation revision procedure with the suspect medical devices manufacturer¿s reference number: (B)(4).